Event description:
Mobile med co2 laser failed when surgeon prepared to use for case. The tech stated to staff it passed the presurgical test. Or director has spoken to contract service. Pt was under anesthesia, this caused case to cancel without procedure being performed. Pt will be rescheduled to complete surgical event. Co2 laser model; sharp lens 1020 smoke evacuator: stackhouse versa vac ii model st-1800.